Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise leading to inappropriate auto mode switch episodes was observed at the clinic. Noise was not reproducible in clinic. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.